Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is (B)(4).

Event description:
The following additional information was received: it was reported that after the resistance removing the protective and stylet, the nc trek was not used. There was no patient involvement. There was no inflation issue with this device as was previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough. Stent: 2.75 x 33 mm multilink 8. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, 80% stenosed, de novo lesion in the mid-circumflex coronary artery. Resistance was felt during removal of the stylet and protective sheath from the 2.75x20 mm nc trek balloon dilatation catheter (bdc). The same nc trek bdc was advanced in the patient anatomy for post-dilatation of a 2.75x33 mm multi-link stent. The nc trek bdc was pressurized to 10 atmospheres, however balloon inflation was slow. The nc trek bdc was removed and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.